Event description:
Further information received from the clinical site in regards to questioner that was sent. The package was inspected prior to opening and there was no damage noted. The device was easily removed and prepared for use without any difficulty. During the procedure there was difficulty advancing the guidewire during the impella 5.5 implant and more force than usual had to be used. The guidewire was easily removed in tact at the conclusion of the procedure, which was successful and the patient was reported to be in stable condition.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of pd-any device-(twist, bent, kinked) adverse event is most likely patient related due to tortuosity vessel condition was difficult to push the pump past and the surgeon was forceful with the pump and 0.018¿ placement wire and bending occurred in the devices.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the surgeon placing axillary 5.5 pump and having difficulty placing device just after exiting the graft. Then bend in the vasculature was difficult to push the pump past and the surgeon was forceful with the pump and 0.018¿ placement wire. While attempting placement, the placement wire had developed a bend mid-shaft, as well as the catheter kinking, with the surgeon stating the catheter had ¿ripped like someone had taken a knife to it.¿ the impella catheter was thrown off the field and was taken in order for the engineering department to identify causality of the possible catheter malfunction. This report is for the guidewire and additional report will be sent for the pump (serial number (B)(6)).